Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An optometrist reported a patient's axis is approximately 60 degrees off six months post lasik. The doctor assumed it was regression at the beginning. The patient complained of blurry vision in the left eye. When the patient was evaluated, the treatment plan was found to show a treatment error. The flap was lifted. The patient has been happy overall with visual acuity. The doctor is waiting for visual stability in the left eye before doing an enhancement. The patient is going to be informed by the surgeon on the same day as being treated to correct. Everything is stable and the patient is able to see well when correcting refraction error.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review showed no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).